Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: returned product consisted of an sterling es balloon catheter with no other devices or original packaging. It was noted during unpackaging that dried blood and contrast were present on the outer and inner surfaces of the device. The device was prepped according to the dfu, and a new inflation device filled with water was connected to the inflation port to inflate the device. When positive pressure was applied with the inflation device, a stream of water emitted from a hole in the balloon < 1 mm from the distal edge of the markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous peripheral intervention procedure balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous and calcified artery below the knee. On the first inflation the sterling es mr 1.5mm x 20mm x 143cm balloon was inflated to ten atmospheres. On the second inflation the balloon was inflated to twelve atmospheres and ruptured. The procedure was continued with a sterling es otw 1.5mm x 20 x 143cm. No patient complications were reported and the patient's status is listed as good.